Event description:
It was reported to boston scientific corporation (bsc) that during a paravaginal repair procedure using the capio suturing device, the bullet became lodged in the device cage and broke off from the suture (non-bsc product) outside the patient. The physician completed the procedure with another of the same device with no patient complications, and the patient is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration date of the device is unknown. The lot number of the device used is unknown, consequently, the manufacture date of the device is unknown. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.